Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt (B)(6) was implanted with two percutaneous leads in the occipital region (off-label) for purposes of a trial. It was reported the pt experienced lead pull out of the left lead. The trial is reportedly continuing with only the right lead. In an effort to obtain clarity, additional info has been requested regarding this event.